Event description:
Caller (customer's wife) reported that customer received a reading of 326 mg/dl on his adc meter on unknown date "around the first week in (B)(6) 2012" which was higher than he felt. It was further reported that customer "took too much insulin" in response to this reading and subsequently experienced symptoms that were described as "sweaty, dizzy" and had a loss of consciousness. Paramedics were called, a reading of 19 mg/dl was obtained, customer was diagnosed with hypoglycemia and treated with "IV glucose" and glucose gel. Customer was transported to a local health care facility where "his blood sugar (was monitored)" and customer was "released when he was stable". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacture date is unknown. The date is the date adc received this complaint. The exact date of medical event is unknown, it is known that it occured "around the first week of (B)(6)". All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported was not found in meter memory.